Manufacturer narrative:
Additional information was received that the bsn sales representative was present during the procedure, and therefore the aware date is (B)(6) 2019. It is indicated that the lead will not be returned for evaluation and therefore a failure analysis of the complaint device could not be completed. It is not known which lead was replaced. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect devices: reference number: (B)(4), product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(4), batch: 5010491; reference number: (B)(4), product family: scs-lead fixation-MRI, upn: m365sc43190, model: sc-4319, serial: null, batch: 21176532.s

Event description:
A report was received that the patient underwent a lead replacement procedure due to clik anchor protrusion and discomfort.

Event description:
A report was received that the patient underwent a lead replacement procedure due to clik anchor protrusion and discomfort.